Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported fistula and cerebrovascular accident could not be conclusively determined.

Event description:
Following a pulmonary vein isolation ablation procedure, the patient developed an atrial-esophageal fistula. The ablation procedure was performed on (B)(6) 2018 with no complications noted. On (B)(6) 2018 the patient presented to the emergency room with hematemesis and stroke like symptoms. An endoscope confirmed the fistula and the patient was taken to the operating room for an esophagus patch repair. Since the surgical repair the patient has been in the cardiac intensive unit with a poor prognosis due to the cerebrovascular accident (cva). There were no performance issues with any abbott device.